Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number, the device history records review could not be completed.

Event description:
During a replacement of hardware for a lumbar decompression and fusion at l4-s1, surgeon decided to reposition a screw after reviewing the x-rays. The locking cap got stuck in the left l4 pedicle screw. Surgeon used removal technique and cap drivers became stripped. Two t25 stardrive shafts and the torque limiting ratchet handle stripped during locking cap removal at left l4, surgeon removed and replaced 2 locking caps and 1 locking cap and screw could not be removed and was left in place. On the right side, 3 locking caps were removed and replaced. Surgeon replaced l5 screw with another screw and cap to complete procedure. Forty-five minutes was added to the procedure to complete. Locking cap in left l4 screw remains in the patient. This is two of two reports for this event.